Event description:
The customer stated that the pt was admitted to ER with gi bleed and was also suffering from renal failure. Pt was transferred to sicu and put on hemodialysis. Pt was put on restraints, but was found lying on the floor bleeding from central pressure line. Lost approx. 300ml of blood. Pt was found on floor in asytole. Nurses claim they didn't hear alarms going off, and when biomed was called, they found the alarm suspend button was indefinite. Biomed changed indefinite suspend to 2 minute suspend. Patient is currently dependent on ventilator, and permanent brain damage is suspected.